Event description:
It was reported that the device was being used during a gastric sleeve procedure. The device had been fired 3 times with 2 green and 1 blue reload. On the 4th firing, green reload, it fired fined, but the device would not open to remove from the tissue. The reverse button would not return the knife and open the jaws. The device was removed from the trocar and was still closed when removed from the trocar. Unknown how the device was removed from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one cartridge reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse worked properly. The device closed, fired and opened as intended.